Event description:
It was reported the lead was explanted and replaced due to no capture, high impedance and an apparent lead fracture. No patient complications have been reported as a result of this event. Additionally, a lawsuit alleges the pt "suffered physical and other injury" due to the lead. It also states the pt "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention".